Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited some atrial events falling in blanking leading to false termination of arrhythmia with undersensing. It was also reported that the right atrial (ra) lead exhibited chronically low r-waves. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.